Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: hospital noticed visible chips on screw heads. The screws are in unopened packages taken from stock. There was no patient involvement. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The screw received is contained in a properly sealed synthes package with no evidence of tears nor openings of any type. The printed label indicates that it contains a 04.210.114, lot number 7017705. Upon examination through the packaging with a 10 x magnifier, chip wrap was found at the neck of the part. The package was opened to allow further examination. No further burrs/chips were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted.